Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider confirmed. Healthcare provider, also noted, that no damage occurred, during explant. And that ,the "implant was fully deflated before surgery". The device has been explanted.

Event description:
Patient reported a right side "spontaneously deflated" implant. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported a right side "spontaneously deflated" implant. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 08aug2024.

Event description:
Patient reported a right side "spontaneously deflated" implant. Healthcare provider confirmed. Healthcare provider also noted that no damage occurred during explant and that the "implant was fully deflated before surgery". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed delamination total of the valve (adhesive failure) as per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side "spontaneously deflated" implant. Healthcare provider confirmed. Healthcare provider also noted that no damage occurred during explant and that the "implant was fully deflated before surgery". The device has been explanted.